Event description:
It was reported new needle in PICC kit entirely fell apart during usage while clinician tried to safety the needle. Needle fell to pieces in use. Hcp was able to grab it before losing the needle in the patient but caused hco to re-stick and lose access. This did not cause any life threatening situations or interrupt medications. No adverse effects reported. Hcp was able to place PICC without untoward effect. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.